Event description:
It was reported that the patient presented in the emergency room. Upon device pocket inspection, it was noted that the pacemaker was exposed through the skin. The pacemaker was explanted. The patient was stable post procedure.

Manufacturer narrative:
Analysis was normal. No anomalies were found.